Event description:
It was reported that the patient infusion set patch did not stick to skin upon insertion. Was due to the area of insertion is not free of hair event on (B)(6) 2026. Which resulted in high blood glucose level and treated with correction injection via multiple daily injections.

Manufacturer narrative:
MDR / initial 5 of 6. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.